Event description:
It is reported that when the package was opened, there was a 4.0 cancellous screw in the package instead of the 2.7 cortical screw that the package label indicated.

Manufacturer narrative:
This report will be amended when our investigation is complete.